Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; there are no set screw marks on the rv connector pin which would be indicated by high impedance; full lead analyzed.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported the lead impedance was high, > 200 ohms. The lead was explanted and replaced, with a report that visual inspection showed blood/fluid below the outer insulation. No patient complications have been reported as a result of this event.